Event description:
Device malfunction: premature deployment. Time of device malfunction: during the procedure. Symptoms/ae: none. It was reported that while advancing the emboshield to the target location pats the lesion in the left internal carotid artery, the device prematurely deployed in the common carotid artery. The device was retrieved without event. The internal carotid artery was described as moderately tortuous and moderately calcified. There was no reported adverse patient sequelae. Though requested, no additional information was available.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not completed.